Manufacturer narrative:
MFR's report date: (B)(6) 2015. Although requested, the affected product has not been received. A f/u report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a noradrenaline infusion, a communication error occurred which resulted in an interruption of the infusion and the pt's blood pressure dropped. The report suggests that the hospital staff checked the device and noted that the iui connectors had deposits of corrosion. No add'l info is available.

Manufacturer narrative:
The customer's report of a corrosion causing loss of a communication error was confirmed. The oldest entry on the pcu event log was at 12:15 am on (B)(4). The system was already powered on and running an infusion with another pump module sn (B)(4). A second pump module sn (B)(4) was added to the pcu at 01:46 am and an infusion was started. The event pump module, sn (B)(4), was connected to the pcu at 2:23 pm and an infusion was started at 70ml/hr. At 02:27 pm a "channel disconnect" ion alarm was recorded and the "confirm" key was pressed. A new pump module sn (B)(4) was connected at 02:29:09pm and an infusion at 77ml/hr was commenced. There were no further "channel disconnect" events recorded during use on this day. The root cause of the reported event was due to contamination / corrosion of the iui connectors on the unit. No product was returned for investigation.